Manufacturer narrative:
(B)(4). The device was evaluated and the issue was confirmed through the review of the event history logs; however, the cause could not be determined. Should additional relevant information become available, a follow up medwatch will be submitted.

Event description:
During evaluation of a returned homechoice device, two increased intra-peritoneal volume (iipv) event(s) was identified which occurred in the therapy initiated on (B)(6) 2013 12:40:52. During night drain cycle seventeen, the patient's ultrafiltration reading was 683ml, indicating the home patient (hp) drained 683ml more than their maximum programmed fill volume of 1000ml. No additional information is available.